Manufacturer narrative:
The root cause for the reported issue of fluid leakage (tpn) under the pump which started beeping occlusion and obstructed the flow was not determined because no device logs were returned. The reported issue that there was a fluid leak (tpn) under the pump could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿pt was walking in the hallway when PICC line started beeping occlusion. Checked by rn and tpn restarted. Pt walked to the bathroom and pump started beeping occlusion again. Went to check in and found tpn leaking from under the pump. Tpn & il stopped and heplocked the port. Notified charge nurse". There was patient involvement but no report of patient harm.